Manufacturer narrative:
Date of event: date is estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for analysis. The lot history records (lhr) could not be reviewed because the products were not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of restenosis, and detachment of a system component or implantation in an unintended site are listed in the supera instructions for use as known potential adverse effects of peripheral percutaneous intervention. Based on the article information, a conclusive cause for the reported stenosis, and foreign body in patient, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient deaths and device malfunctions mentioned are filed under other MFR numbers. Literature attached: "drug coated balloon supported supera stent versus supera stent in intermediate and long-segment lesions of the superficial femoral artery: 2-year results of the rapid trial

Event description:
This is filed to report patient adverse events other than death. It was reported through a research article, identifying the supera stent system, that may be related to the following: death, restenosis, foreign body, revascularization, re-hospitalization, failure to cross and failure to deploy. Details are listed in the attached article, titled drug coated balloon supported supera stent versus supera stent in intermediate and long-segment lesions of the superficial femoral artery: 2-year results of the rapid trial. Please see article for additional information.